Manufacturer narrative:
(B)(4). Unknown implant date in 2008. Concomitant products: 00-5952-015-02 cr-flex porous femoral size e/rt; 00-5952-030-12 articular surface 3, 4/yellow 12mm (fem c-h ¿ tib 3, 4); 00-5972-065-35 all-poly patella, 35mm x 9.0mm. A picture of the device was provided and examination determined that there is blood and foreign material on both superior and inferior side of the tibial component. There was less cement observed on the inferior side of the tibial plate. The device history records were reviewed for deviations and/or anomalies with no anomalies/deviations identified. Surgical notes were not provided. Radiographic imaging confirms loosening of the tibial component. Possible contributing factors for tibial component loosening include osteopenia, excessive posterior cement and paucity of cement underlying the medial tibial tray. The tibial tray currently exhibits various malalignment; however, it is unknown if there has been migration/subsidence since the surgical implantation. Bone quality appears osteopenic. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Hospital discarded as biohazard.

Event description:
It was reported the patient underwent a right knee revision due to tibia component loosening.

Manufacturer narrative:
Voiding due to incorrect MFR number. This event will be reported under (B)(4).